Event description:
The customer called in a bit confused, stating that she pressed buttons on the insulin pump, and now it's asking her to press act to prime. The customer's blood glucose reading was 100 mg/dl, but she sounded confused. The paramedics were called for assistance. The call was disconnected once the paramedics arrived. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.